Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was that the video function failed due to failure of charge-coupled device. The event can be detected/prevented by following the instructions for use which state: ¿warnings and cautions ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's no image allegation was able to be confirmed. During the device evaluation it was observed that there was no image and was un-restorable due to a damaged charge-coupled device unit. This finding was due to wear and tear damage caused by mishandling over use/time. No defects were found on the scope connector to confirm the defected connector allegation. It was also observed that the connecting tube had buckling. Lastly, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasonic bronchofibervideoscope had no image on the monitor, and it was also suspected that there was a problem with the connection where the spiral cable is connected. There was no patient/user harm or injury reported due to the event.